Event description:
The cypher stent failed to cross the target lesion and after the procedure, the physician found the stent to be misaligned to the end of the balloon. A guidewire was delivered to the lesion without difficulty and then cypher (2.5/28mm) was delivered to the target lesion by direct stenting. However, after several attempts, the stent delivery system (sds) wouldn't cross the lesion. The sds wouldn't move at the tip of the guiding catheter. Therefore, pre-dilation was conducted with a balloon and sds was delivered again, but it still wouldn't cross the lesion. Because a graft was connected to the distal right coronary artery (rca), the procedure was finished without any more treatment. The physician found the stent to be misaligned to the proximal end, around 2mm, on the balloon. The procedure was succesfully finished. There was no reported patient injury. The product was clinically used and will be returned for the analysis. The target lesion was the proximal rca. The lesion was not calcified or tortuous. There was 90% stenosis.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug eluting stents. The product has been received for evaluation. However, the engineering analysis has not yet begun. Additional information will be submitted within 30 days of receipt.